Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis could not confirm the customer comment that the programmer failed to identify devices. The programmer and associated accessories passed functional systems testing. Product ID r2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer failed to identify a device. The programmer rf (radio-frequency) head was changed, with no resolution of the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer failed to identify a device. The programmer rf (radio-frequency) head was changed, with no resolution of the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.